Event description:
It was reported that after the operation, the rod came apart from the l5 screw. Revision surgery was performed.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the blocker was found to have two more deformations implicating that the blocker was fully engaged in two additional positions after the initial position with the rod. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root cause of the reported event is multi-factorial.

Event description:
It was reported that after the operation, the rod came apart from the l5 screw. Revision surgery was performed.